Manufacturer narrative:
This form was completed by the manufacturer. See MDR 1920664-2007-00720 for delivery device used with this lens.

Event description:
This lens was found damaged after placement in the pt's eye. It was removed and replaced.